Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. It was also noted that the distal conductor was extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that prior to use, a small bend at the tip of the lead was noted. The lead was never attempted to be used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).